Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1.0ml 31ga 8mm tw 10bag 500 twn stopper was deformed. This occurred on 6 occasions before use. The following information was provided by the initial reporter: lack of lubricants. Rubber stopper is not flat so unable to measure insulin dose.

Event description:
It was reported that syringe 1.0ml 31ga 8mm tw 10bag 500 twn stopper was deformed. This occurred on 6 occasions before use. The following information was provided by the initial reporter: lack of lubricants. Rubber stopper is not flat so unable to measure insulin dose.

Manufacturer narrative:
H.6. Investigation: no samples were returned as of 20 november 2020 therefore the investigation was performed based on the photos provided. One photo of a 1ml bd insulin syringe and two loose plunger rod assemblies was provided. Consumer reported lack of lubricants, and rubber stopper is not flat so unable to measure insulin dose. The provided photo was reviewed, and it was observed that the stoppers were damaged/disfigured. These stoppers could result in it being difficult/unable to operate (unable to measure dose) using the syringe. A review of the device history record was completed for batch # 8142690. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200756455] noted for high sustaining. There was one (1) notification [200756001] noted for dry barrels. Process summary: the automatic syringe assembly machine feeds 1ml syringe components (barrel, stopper, plunger, and cap) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. Notification 200756001 was created for dry barrels during the production of this batch. The root cause was found to be that the silicone gun was misaligned. The issue was corrected by realigning the silicone gun. H3 other text : see h.10